Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks due to atrial fibrillation with rapid ventricular rate. Patient was checked and medication was adjusted but reported hearing some tones the ICD device. Technical services indicated that all measurements are withing normal limits, the physician was going to discuss further with patient. At this time, this ICD remains in service and there were no additional adverse patient effects reported.